Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced issues with their pain stim implantable pulse generator (ipg) after losing and subsequently finding their controller. The patient noted that the stimulation was not adequately covering their pain, particularly in the legs, and expressed concern that the lead might need to be replaced and repositioned. The patient intended to consult with a representative for potential reprogramming before considering lead replacement. The patient was advised to contact their healthcare provider for further assistance. No device issue reported.